Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer¿s blood glucose reached 526 mg/dl due to not being connected to the pump, reportedly manual injections were applied to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement arrives.